Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusions: a correlation between the device and the reported infection could not be conclusively determined. The IFU lists driveline infection as an adverse event that may be associated with the use of the hm3 lvas. This IFU, as well as the hm3 patient handbook doc# (B)(4) rev a, also provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The patient remains ongoing on vad support with no further related issues reported. The manufacturer is closing the file on this event.

Event description:
Additional information was reported indicating the type of infection was methicillin-sensitive staphylococcus aureus (mssa). As of (B)(6) 2019 the patient was stable and being treated with cloxacillin. No further information was provided.

Manufacturer narrative:
The approximate age of the device was 79 days. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that the patient was admitted to the hospital for a percutaneous lead exit site infection. The patient experienced a high fever and pus at the exit site. Intravenous antibiotics and wound care were given at the hospital. No further information was provided.